Event description:
Caller reported that their pump's "my cgm" button was greyed out, although there were no errors found in the cgm alerts and history. There was no adverse impact to the customer's blood glucose level. The customer was advised to reset the pump, but they were unable to do so during the call as they did not have their charging supplies. They planned to call back later to perform the reset. Upon follow up cgm error code did not display on the pump after reset. Caller successfully started their sensor session.